Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as the lifevest irritating a sternal surgical site from a previous procedure and it is red and painful. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cared for the skin irritation. Follow up indicated that the skin irritation improved.